Manufacturer narrative:
Records indicate the device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range right ventricular (rv) pacing impedance measurements. Additionally, it was noted that the battery appeared to be depleting earlier than expected. Device data was analyzed which showed a battery power increase and it was noted the rv impedance changed shortly before the power increase. Device replacement was recommended. No adverse patient effects were reported.